Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The previously capped lead was recently explanted due to patient's infection and erosion. The lead was returned to the manufacturer, analyzed, and tested out of specification.